Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector pins to be broken that resulted in the desktop charger not charging.

Event description:
Additional information received from the manufacturer representative (rep) reported that the implantable neurostimulator recharger (insr) would work when plugged in but would not hold a charge when the insr was not plugged in. This had occurred in (B)(6) 2016. It was noted that the rep was going to address this event later on the day of the call. The desktop charger (dtc) wouldn't charge the insr. The insr worked when plugged in. A replacement dtc was sent. Additional information received from the patient via the rep reported a battery overdischarge and issues recharging. A faulty charger was noted to have led to this event. The overdischarge was cleared and a new charger was ordered. The issue was resolved. The patient was alive with no injury and no surgical intervention occurred or was planned. Additional information received from the rep reported that the patient only received the power cord, only the surge portion of the power cord. The patient needed an insr. The insr would not connect to the implant during charging. The rep used her insr to charge the patient's implant. She also used his insr to continue charging him. He was about 1/4 charge on his insr. A replacement insr was sent. The patient later called back to get information about discharge, overdischarge, and clearing a power on reset (por). It was noted that she reported this previously.

Event description:
Additional information was received from the patient. It was reported that the patient notified their physician and had an appointment set up for (B)(6) 2016 at 9:45 am. No steps had been taken to resolve the issue as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient got poor communication on the patient programmer and was unable to communicate using the recharger. The patient had no stimulation and last felt stimulation three to four days prior to (B)(6) 2016. The patient last successfully recharged about four to five days prior to (B)(6) 2016. There were no falls or trauma and there was nothing unusual about the ins area. It was noted that the ins stuck out as it always had. The patient also mentioned a reprogramming with a manufacturer representative in the past a couple years prior. Both devices stopped connecting at the same time and the patient had been unable to charge the ins since three to four days prior to (B)(6) 2016. The patient was to follow-up with a health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.